Manufacturer narrative:
(B)(4). The unit was evaluated locally by the biomedical engineer. The failure was further clarified as the unit not being to power up on ac power. Replacement of the power pca resolved the failure.

Event description:
The customer reported to philips that the unit failed to charge the battery and that the power led was not illuminated. There was no report of pt involvement.